Event description:
It was reported that during a colectomy procedure, the blade was broken off after a few actuations. The dr commented that the device had not clamped clips or metallic materials. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the analysis results found that the device was received with the blade discolored (burn marks) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area) and present. This failure was possibly caused from activation of the device while clamped without tissue being present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them.